Event description:
Case scheduled for robotic assisted hysterectomy. The surgeon started the procedure; the uterus was lifted up and to the patient's right side to expose the left uteroovarian pedicle. This was attempted to be cauterized with the pk in 3 contiguous areas and cut with scissors. However, the monopolar and bipolar scissors were found to be non-functioning. At this time, decision was made to convert to abdominal hysterectomy. The surgeon decided to abort the robotic portion of case.